Event description:
It was reported to boston scientific corp that a c.r.e. Balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) procedure. Pt's weight was not provided. Per the complainant, during the procedure, the balloon burst when attempting to inflate. It was noted the balloon remained in tact. The procedure was completed with another cre balloon dilatation catheter. It was reported that there were no complications or injury to the pt. Post procedure, the pt was reported to be fine.

Manufacturer narrative:
The device was returned in three parts: the balloon; the corewire separated from the catheter; and the catheter shaft with the hub. The balloon was cut from the shaft 2.5 cm from exit marker. The protective sleeve was not returned with the unit. The catheter shaft was cut 17cm from the hub end revealing the guidewire. The guidewire was bent to and fro at this point whereby it was detached. The balloon profile was relaxed and was found to be torn longitudinally and could not be inflated. The returned corewire section was removed 17cm from the hub up to the catheter balloon section. Balloon rupture occurs due to contact with a sharp exterior source such as a calcified lesion, surgical staples or sutures, etc, or as a result of damage to the balloon during insertion through the scope. Therefore, the most probable root cause is operational context. A device history record review was performed and anomalies were identified. A similar complaint trend review was completed and no other similar complaints were identified. Based on the condition of the returned device (received in three parts); f/u is currently being pursued to obtain additional details.